Event description:
It was reported that the implantable cardiac monitor experienced an electrical reset. It was suspected that this was due to low battery voltage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).